Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system lockup when sending to pacs. The fse determined the cause of the problem to be the system hard drive, bios/jaz(optical) drive, and software. The fse replaced the hard drive, reconfigured the bios, disabled the jaz drive in the bios, and reloaded/upgraded software to resolve the issue. The fse verified system functionality. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and ethernet pcb were evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.